Event description:
It was reported that balloon rupture occured. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for used. During procedure, it was noted that the balloon ruptured upon first inflation at 6 atmospheres for 10 seconds. The device was simply removed from the patient's body and the procedure was completed with a different device. No patient complications were reported. Patient's condition was good.